Manufacturer narrative:
Insulin pump was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was cracked. Insulin pump had error. Customer reported that they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.